Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had a device check, and all atrial and ventricular therapies were disabled.

Manufacturer narrative:
Continuation of d10: 6935m55 lead implanted: (B)(6) 2014; 419478 lead implanted: (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a clinician indicated inappropriate shock due to patient's atrial tachycardia (supra ventricular tachycardia (svt) conducting. A review of the device data found atrial under sensing during withholding of the cardiac resynchronization therapy d efibrillator (crt-d) device feature for enhancement to the electrograms (egm) width detection algorithm used to improve discrimination between supraventricular and ventricular tachycardias, leading to ventricular rate greater than the atrial rate rule preventing the feature from withholding further. It was determined the patient's p-waves waves are intermittently under sensed due to the crt-d partial plus post-ventricular atrial blanking (pvab) feature selection. The crt-d and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.